Manufacturer narrative:
Device is a combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that balloon detachment occurred.the target lesion was located in the right coronary artery. A 2.25x12mm promus element plus stent delivery system was used to treat the lesion. The "balloon detached" and was not inflated. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.